Manufacturer narrative:
The field service engineer found the sample probe was bent and had rust. The probe was replaced and adjusted. Preventive maintenance was performed on the analyzer since it was overdue. Calibration and controls were okay. The issue occurred again after the service actions. A second patient sample had discrepant results for crp4 on (B)(6) 2023. This sample initially resulted in a crp value of less than 0.60 mg/l accompanied by a data flag. The sample was repeated, resulting in a value of 12.34 mg/l.

Manufacturer narrative:
The total bilirubin reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one neonate patient sample tested with cobas c bilirubin total gen.3 on a cobas 6000 c501 module. The sample initially resulted in a total bilirubin value of 0.259 mg/dl. Due to data flags accompanying other test results for the sample, the customer decided to repeat the sample. The repeat result was 10.281 mg/dl.

Manufacturer narrative:
The field service engineer checked the analyzer and performed precision studies. The cell rinse mechanism was adjusted and the system was decontaminated. No further issues have occurred since these actions were performed. The investigation determined the service actions resolved the issue.